Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial calcium result was < 1.32 nmol/l. The repeat result was 2.55 nmol/l. No questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the rinse station was leaking and replaced the cell rinse tubing. The service maintenance actions performed by the fse resolved the issue.